Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mmx3.0mm target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.00x38mm promus element ¿ long drug eluting stent was advanced to treat the lesion. However, the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal end of the crimped stent were damaged and lifted upwards from the stent profile. Stent struts at the proximal end were also damaged and stretched proximally out over the proximal markerband. This type of damage is consistent with the stent encountering resistance while advancing the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38mmx3.0mm target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.00x38mm promus element long drug eluting stent was advanced to treat the lesion. However, the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.